Event description:
Customer reported hospitalization for high blood glucose. The blood glucose reading at time of hospitalization was 555 mg/dl. Customer was released from hospital on april 30, 2013. Reviewed programming, no anomalies. High pressure test passed. Customer changes infusion sets every six to seven days. Customer advised that infusion sets should be changed every three days. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.